Event description:
Additional information was received. Hcp reported event was due to patient¿s medical problems and drug effects. Patient had hypotension due to drug effects. Hospitalization was required. Sign and symptoms reported were hypotension/diaphoresis. Company representative later reported an overdose. Representative did not know exactly what symptoms occurred but noted the symptoms occurred around (B)(6) 2012. Patient was implanted with a pump and they filled the pump with 10 mg/ml morphine. This was too much for the patient therefore the pump was re-programmed to min rate mode and filled with pfns. Representative reported hcp might have aspirated the catheter as well. Hcp wanted to start the patient on a lower concentration and wanted to know if there was any morphine in the system still. It was discussed that based on the catheter being aspirated and the pump running at min rate for 60+ days that the tubing should be filled with pfns and catheter needed to be aspirated. If additional information becomes available a report will be provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8 590-9, lot # n341332, implanted: (B)(6) 2012, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced complications including respiratory distress and depression post pump implant on (B)(6) 2012. The reporter was unsure if the complications were related to the patient's comorbidities including being a smoker and multiple sclerosis (ms). The patient was admitted to the intensive care unit (ICU) on (B)(6) 2012 and was in the ICU for 5 days. The pump was programmed to minimum rate mode. The plan was to then fill the pump with 2mg/ml morphine at a dose of 0.1mg/day. Additional information has been requested but was not available at the time of this report.